Manufacturer narrative:
Concomitant medical products: ICD dtbb1d1, implanted: (B)(6) 2015; 407652 lead , implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right atrial (ra) lead, data received via transmission report indicated atrial under sensing. Does not appear to influence device behavior. The ra lead remains in use. No patient complications have been reported as a result of this event.